Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report #1627487-2015-06469; 1627487-2015-06470; 1627487-2015-06471. It was reported the patient's scs system was explanted approximately one year ago due to the incisions at the ipg and lead sites opening up. The patient's model 3166 and model 3163 leads were both peripherally placed (off-label) during the time of implant. Exact date of explant is unknown to the manufacturer at this time.